Manufacturer narrative:
The associated complaint devices were returned and evaluated. The lab analysis concluded, this examination showed scratching of the oxinium femoral head. This examination also showed deformation, discoloration, and impingement of the polyethylene of the r3 constrained liner as well as burnishing and fracture of the outer ring. The scratching of the oxinium femoral head was likely due to dislocation and explantation. The deformation of the locking region of the polyethylene of the r3 constrained liner was likely due to explantation. The discoloration of the polyethylene of the r3 constrained liner was likely due to absorbed biological fluid. The impingement was likely due to contact by the femoral hip stem neck. The burnishing and fracture of the outer ring were also likely due to the impingement of the femoral hip stem neck. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. The clinical/medical team concluded, based on the product evaluation a probable dislocation occurred. However, without the requested clinical information i.e. X-rays and medical documents, the root cause of the reported dislocation cannot be determined. The future impact to the patient beyond the revision cannot be determined. Therefore, no further clinical /medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that a revision surgery was needed due to a dislocation.